Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that a catheter was plugged after a revision. Date of the revision and symptoms were unknown. There were no further complications reported at this time. Additional information was received from a manufacturing representative (rep). It was reported an adaptor plug was used to block off a portion of the catheter to keep it from leaking. The catheter was still active and was being used by the patient. Additional information was received from a manufacturer representative. It was reported that the healthcare provider (hcp) determined that the existing catheter did not have a back flow of cerebrospinal fluid (csf) when disconnected from the pump, so he implanted a new catheter. He then used an adaptor plug to plug up the existing implanted catheter which he had left in place. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the revision was on (B)(6) 2018. It was not known why the existing catheter did not have csf backflow. There were no further complications reported at this time.